Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the causes of the low flow alarms were most likely due to hypovolemia and low speed settings. The low flow alarms resolved when the speed was adjusted from 4800 rpm to 500rpm with ramp study and volume repletion. Thrombus was also confirmed through a computed tomography angiography which showed fibrinous debris/hematoma within the bend relief surrounds the proximal portion of the outflow graft as it exits the motor.

Event description:
It was reported that patient had multiple admissions over the last few weeks for fatigue/weakness, low flow alarms, and lightheadedness/dizziness. Log files were submitted for review for concern of thrombus in outflow graft. The event log file captured low flow alarm events on (B)(6) 2025. There did not appear to be any type of external mechanical circulatory system equipment issues causing these events. Low flow software was requested. Upon arrival for the software upgrade, per technical services, it was found patient that the was not available for the low flow adjustment due to a scheduled procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow alarms. The account reported that the alarms were due to hypovolemia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2025. Transient low flow hazard alarms were captured throughout the file. Additionally, most of the low flow alarms were associated with an elevated pulsatility index (pi) value over 10. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1, ¿introduction¿, lists potential adverse events, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU, introduction¿, provides an explanation of pump parameters, including flow, and pulsatility index. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system alarms, including the low flow hazard alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.